Event description:
On (B)(6) 2024 an ilet user reported they were hospitalized due to a low blood glucose (bg) event. The event occurred on 5/5/24. The user declined to provide further information about the event. The user will be retuning the ilet.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No malfunction alerts were found in the available device engineering logs. No motor errors were seen in the available device logs to indicate inaccurate dosing relative to delivery requests for insulin. As of 2024-04-01, no factory resets were found in the available device engineering logs, body weight was not changed from initial set up and cgm alert settings were not changed from factory default (on). Audio setting was changed from high to off on 2024-03-24, and then was set back to high on 2024-03-26. Audio setting remained at high through the end of the logs. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported date of the event, precise review of the device performance cannot be completed and an assignable cause for the event cannot be determined.